Event description:
Complainant alleged that the medics were attending a pt who was in a full cardiac arrest condition. Upon the medics arrival, the pt was found to be pulseless and with exhibiting agonal respirations. It was determined that the pt was presenting an asystole heart rhythm. CPR was initiated on the pt, and the pt was intubated. An IV was established and the pt was administered atropine and epinephrine. The pt remained in an asystole heart rhythm, and the medics continued acls protocols. The medics then rolled pt to the ambulance, where pt converted to a ventricular fibrillation heart rhythm. The medics then attempted to defibrillate the pt using paddles with the device, but the screen displayed a "poor pad contact" message and would not defibrillate the pt. Pt CPR was continued and another round of medication was administered. The pt's heart rhythm was then converted to a normal sinus rhythm. The pt remained in a normal sinus rhythm and exhibited a strong palpable pulse as pt was transported to the hospital. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. In addition, the complainant indicated that the pt was "awake and talking with the ER staff" prior to the medics leaving the hospital's emergency room.